Manufacturer narrative:
Additional information obtained confirmed that the previously reported event had no indication from the physician that surgical valve prematurely failed or malfunctioned. The device performed as intended and failed due to progression of patient's disease. The event was not related to the edwards valve. As such, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a mitral valve model 6900p27mm was explanted after an implant duration of approximately 14 years and 10 months due to calcification leading to stenosis. As per the surgeon, he had the impression that the valve was too small at the time of implantation and this lead to the failure. As per medical opinion the valve did not fail prematurely. A 31mm non-edwards valve was implanted. The valve was not returned for evaluation. Patient medical history includes coronary heart disease and CABG. As reported, this patient expired, but the surgeon mentioned this outcome has nothing to do with the explanted valve. This was a redo case with higher complication rate, they had blood pressure problems after surgery, on the ICU they had to reanimate the patient and open the chest again. The patient had an left ventricle rupture, the team estimated this was a result of the manual reanimation and due the pressure the newly implanted non-edwards valve occurred the rupture. Patient died round 3 hours after finishing the case. The whole structure of the heart was fragile, surgeon had to use also fibrinous hemostyptic for closing the atrium.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a mitral valve was explanted after an implant duration of approximately 14 years and 10 months due to calcification leading to stenosis. As per the surgeon, he had the impression that the valve was too small at the time of implantation and this lead to the failure. A 31mm non-edwards valve was implanted. The valve was not returned for evaluation. Patient medical history includes coronary heart disease and CABG. As reported, this patient expired, but the surgeon mentioned this outcome has nothing to do with the explanted valve. This was a redo case with higher complication rate, they had blood pressure problems after surgery, on the ICU they had to reanimate the patient and open the chest again. The patient had an left ventricle rupture, the team estimated this was a result of the manual reanimation and due the pressure the newly implanted non-edwards valve occurred the rupture. Patient died round 3 hours after finishing the case. The whole structure of the heart was fragile, surgeon had to use also fibrinous hemostyptic for closing the atrium.